Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. A 2.50x16mm promus element¿ plus stent delivery system (sds) was selected; however, the device was unable to cross the target lesion. After plain old balloon angioplasty (poba) was performed; the device was attempted to cross again. The physician noticed that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.